Manufacturer narrative:
E1 initial reporter city - (B)(6). E1 initial reporter phone - (B)(6). B3 date of event - event date estimated to the first day of the month of the aware date.

Event description:
It was reported that the device was contaminated. During procedural preparation with a 2.50 x 16 mm promus premier select, the device was contaminated. The device was not used during the procedure and no patient complications occurred.